Event description:
It has been reported that the sys 9800 requires several attempts to full initialize. Once fully initialized, the sys runs fine. There was no adverse pt involvement reported. No pt data reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replace cpu circuit board and hard drive. Reformatted and reloaded hard drive. The sys was tested and found to be working as intended and placed back into svc.